Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure (exact date not provided), a type 3b endoleak was identified during a routine follow up. An intervention has not been performed due to other health issues. Additional information: the physician completed a successful reintervention and re-lined the existing stent grafts with an afx2 bifurcated stent graft and vela suprarenal stent graft extension. The patient is doing well and was discharged one (1) day post procedure. Clinical assessment identified a strut fracture that was not included in the event as reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of the type 3b endoleak of the bifurcated stent graft and secondary endovascular procedure. Based on the review of the post implant computed tomography (CT) scan, clinical determined that there was evidence to suggest a strut fracture of the aortic bifurcated stent graft at the bifurcation occurred but was not included in the event as reported. The event is most likely device related due to use of the strata material. Procedure related harms for this event could not be determined with the medical records and imaging available to review. The final patient status was reported as stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure (exact date not provided), a type 3b endoleak was identified during a routine follow up. An intervention has not been performed due to other health issues.